Event description:
Customer reported an issue with dpm 6/7 monitor, which may have affected co2 gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative verified the reported problem was related to the unit's multi gas module.